Event description:
A malfunction was reported on a pump, identified by malfunction code 12, with no notable events occurring beforehand. There was no adverse impact on the customer's blood glucose level. Technical support provided information and assistance to reset the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if any problems reoccurred, which they acknowledged and understood.